Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on march 15, 2024. During the procedure, when the physician attempted to deploy the bands, it did not deploy. The bands coiled up and did not allow the other bands to deploy. The procedure was completed with a non-boston scientific product. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned component was just the handle, and it had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. The ligator head was not returned for analysis. Due to lack of evidence and without proper evaluation of the device; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the bands, it did not deploy. The bands coiled up and did not allow the other bands to deploy. The procedure was completed with a non-boston scientific product. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.